Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: midline"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2008t o (B)(6) 2008. Concurrent conditions included normal electroencephalogram, cervicitis and endocervicitis. Concomitant products included sumatriptan (imitrex). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain/(loss specify which one weight gain )"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced cyst ("other injury(ies) or complication (s) please describe: cysts"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side r) and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side r). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, vulvovaginal pain, menorrhagia, migraine, headache, fatigue, weight increased and cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case the following event one/ones were described in patients/medical record: vaginal bleeding, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 16-jul-2018: pfs received. Her demographic was added. Her historical condition were added. Following event: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, migration of essure device location of device: midline, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain/(loss specify which one weight gain ), other injury(ies) or complication (s) please describe: cysts, she did not undergo confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.